Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a system presented with pool laser emission. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
(B)(4).

Event description:
New information received from the customer stating the event occurred during surgery. The surgery was completed. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The fiber optic cable and the slit lamp were not seated properly. Both components were reseated to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 23, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to user error, as the customer did not connect the slit lamp fiber to the system correctly. (B)(4).